Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the turning machine was loose. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii on august 21, 2018 revealed that the cutter, roller, side plates, and ratchet parts were worn or damaged. The calibration was out of specifications and produced a failing test mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on august 21, 2018 which included replacement of the cutter, roller, worn side plates, ratchet gear, sliding pin, spring, and screws. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the cutter, roller, side plates, and ratchet pars were worn or damaged. The calibration was out of specifications and produced a failing test mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the cutter, roller, side plates, and ratchet pars were worn or damaged. The calibration was out of specifications and produced a failing test mesh. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that turning machine was loose and event occurred during testing and no harm reported. Per follow up response. No issues were detectable until the device was used. Upon use, the ratcheting mechanism did not run smoothly. The device was used multiple times in the past. This issue did not prevent the ability to complete the case. No delays were created. The correct surgical technique for the product was utilized. The device could not product a passing test mesh.